Event description:
Event description boston scientific received information that during a follow-up visit, this single chamber device and lead system, displayed lead impedance measurements of >2500 ohms in unipolar and 430 ohms in bipolar configurations with noise present on the electrograms. Previously, the pacing thresholds were 0.5v and now pacing thresholds are 5.0v. The caller inquired whether there were any advisories issued and technical services (ts) responded there were none. Daily measurements with the lead programmed to bipolar, revealed that weekly impedance measurements were recorded as >2500 ohms. Today, various lead impedances were taken in both unipolar and bipolar and they are consistent at 440 ohms to 370 ohms. The device is pacing and sensing appropriately at this time, noise was able to be reproduced with pocket manipulation, and a chest x-ray could not confirm a fracture.